Event description:
The customer contacted physio-control to report that their device powered off by itself several times during a patient event. The customer advised that the crew tried re-seating the batteries as well as replacing them with fully charged spares, but neither of these attempts at troubleshooting were successful. The crew was using the device to monitor the patient and defibrillation was not required during the event. The customer reported that there were no adverse effects to the patient due to the reported issue. No further details about the patient, or the event, were provided.

Manufacturer narrative:
Physio-control further examined the removed system pcb assembly but was unable to duplicate, or verify, the reported issue. No power discrepancies were observed. During a separate investigation for this device for a similar issue (please reference medwatch report number 3015876-2014-00168) physio was able to verify the reported failure. Physio observed that the power off condition occurred only when a 3rd party usb cable was installed. Once removed, the customer's device powered on and operated without any issues. The customer was advised that the cause of the reported failure was the 3rd party usb cable. After observing proper device operation the customers unit was returned for use. The 3rd party usb cable was disposed of locally and the customer will be purchasing a replacement.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device but was unable to duplicate the reported failure during testing. Physio downloaded the electronic data from the device and was able to verify the reported failure had occurred during the patient incident. Physio then replaced the system pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.